Manufacturer narrative:
Training/use error. Your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to off. You can set it anywhere between 5 and 24 hours. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that he customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 720 mg/dl. Reportedly, an auto-off alarm occurred and the customer did not resume insulin delivery. The customer declined troubleshooting with tandem technical support, or to provide additional details regarding the reported issue.